Event description:
It was reported the customer experienced an elevated blood glucose (bg) level, cause was unknown. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. The customer changed the infusion set, changed the cartridge, delivered a bolus via pump, and administered an insulin injection to treat the bg. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.